Event description:
All components removed due to infection. Tibial components markedly loose and locking screw had broken.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.